Event description:
It was reported the patient had swelling and infection in the pocket area after implantable neurostimulator (ins) replacement. The ins was explanted. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 3387s-40, lot# v328368, implanted: (B)(6) 2009, product type: lead. Product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID 3387s-40, lot# v328368, implanted: (B)(6) 2009-10-27, product type: lead. Product ID neu_unknown_lead, implanted: (B)(6) 2009, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 37642, serial# (B)(4), product type: programmer, patient. Product ID 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Analysis of the implantable neurostimulator found no anomalies.

Event description:
Additional information received from the manufacturing representative reported that the cause of the infection was unknown. It was noted that at the time of the implantable neurostimulator (ins) removal the extension was also removed. The patient still had one total system implanted and the lead was still in place for future implant to take place for the side that had been infected. The patient had planned to meet with their healthcare professional about a month from (B)(6) 2015 to discuss having the replacement surgery.